Event description:
It was reported that a spectrum pump failed downstream occlusion testing in the biomedicine department. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The reported symptom could not be reproduced during evaluation. Evaluation found the downstream sensor current reading to be too high with a loaded set, caused by a downstream pressure plate gap that was out of specification. The downstream tubing guide was replaced.